Event description:
Additional information was received that the atrial lead had loss of capture and impedance values of 770 ohms (in unipolar) prior to the revision. The rv lead had high impedance both with the device and the pacing system analyzer (psa), and looked suspicious under fluoroscopy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead had a lead safety switch for out of range impedance values. During a revision for normal battery depletion, the right ventricular (rv) lead had impedance values of 1500 ohms and high thresholds. Both leads were surgically capped and replaced. Additional information was requested for actual ra lead impedance values. No additional adverse patient effects were reported.